Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. It was noted there was a large hole/tear in the balloon causing fluid loss. The entire device was removed and replaced. There were no additional patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. It was noted there was a large hole/tear in the balloon causing fluid loss. The entire device was removed and replaced. There were no additional patient complications.